Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer was experienced diabetic ketoacidosis. Current blood glucose was 300 mg/dl. The customer was experience symptoms as a result of high blood glucose such as vomiting. Customer did not want to troubleshoot. The insulin pump will not be returned for analysis.